Manufacturer narrative:
The revision occurred after 3.9 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 14044 showed 1 part (part number: 508-00-032) scrapped due to a visual non-conformance. A review of the product complaint report history showed this is the 1st complaint for this product from this lot. The root cause for this revision could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Hospital disposed.

Event description:
First revision surgery - cause of revision unknown.